Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the pacemaker exhibited no output or pacing. A program-controlled device was used to test but it could not enter the program-controlled interface. The interface jumped higher to log in the initial interface. Another device was used. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Updated sections - d10, h3, h6, h10. The reported complaints of "no pacing" and "failure to interrogate" were confirmed. As-received, the device could not be interrogated and had no pacing output. After performing a hard reset, the device was found pacing in bvvi unipolar-tip mode and can be interrogated by the programmer. The no output and telemetry error were due to an unspecified reset mode which is consistent with exposure to high temperature. The as-received condition was reproduced when device was exposed to high temperature of 58°c. This is not considered a malfunction since the device was exposed to a temperature outside of the recommended storage temperature.